Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer. A visual and tactile examination identified no damages. A visual and tactile examination identified no damages. A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the blade segments identified the following: blade 1: no damage observed. Blade and pad fully bonded onto the balloon. Blade 2: approximately 5mm of blade had detached from the proximal section. The detached blade was not received. The pad at the detached section of blade was fully intact and bonded to the balloon. Blade 3: no damage observed. Blade and pad fully bonded onto the balloon. A microscopic examination of the tip section found no damage.

Event description:
Reportable based on the device analysis completed on 28aug2024. It was reported that the device failed to cross lesion. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wolverine could not cross the lesion. Pre-dilation was done with nc balloon, so the physician used rota and nc balloon followed by stent placement. There were no patient complications reported post procedure. However, device analysis revealed that a blade had detached from the proximal section.